Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain and redness and developed a possible infection. The ipg system remains in use. No further patient complications have been reported as a result of this event.